Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional regarding the patient. It was reported that the jolting sensation when the patient is sneezing and the stimulation increasing when moving a certain way was resolved with reprogramming. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since implant there are times when they are sitting and feel a tingling sensation in their brain. They also stated that if they sneeze, they will feel a jolt from their neck to their tailbone. The patient mentioned that if they move a certain way, they will feel an increase in their stimulation. They noted that overall, the therapy helps them more than hurts them. The patient was advised to speak with a healthcare provider regarding the sensations. No further complications were reported or anticipated.